Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014. (Device is not yet returned).

Event description:
Related manufacturer reference number: 2938836-2020-08161. It was reported that noise and high pacing threshold was noted on the right atrial (ra) lead. Low pacing impedance and noise were noted on the right ventricular (rv) lead. Both the leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field events of noise and high pacing impedance were confirmed. A partial lead with the distal tip measuring 46.2/ 48.4 cm was returned for analysis. Internal insulation abrasion was noted at 24.2 ¿ 24.4 cm from the distal tip. The etfe coating was intact at this/these location(s). The cause of the reported events was due to inner insulation abrasion.